Manufacturer narrative:
Concomitant products: 5086mri52 lead implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected infection and pocket erosion. It was noted that the pacing leads were adhered to the vicinity of the superior vena cava. The leads were cut to reduce particles entering the patient. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.